Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s body cavity. However, no fragment remained inside the patient since it was reportedly retrieved using grasping forceps. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath has broken off and is missing. Furthermore, the laser labelling is severely worn making it hardly legible. The cause of this damage and the breakage of the ceramic insulation is thermal and/or mechanical overload in combination with wear and tear possibly due to inadequate reprocessing. Thus, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged or worn before the incident, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the actual procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unknown procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s body cavity. However, no fragment remained inside the patient since it was reportedly retrieved using grasping forceps. No further information was provided but there was no report about an adverse event or patient injury.